Event description:
It was reported that following the implantation of a monarc, the patient was presented to the nearest emergency room with migraine like symptoms and a sudden inability to stand and walk. It was reported that the patient was admitted for 5 days and slowly rehabilitated until she could regain her mobility. The patient continues to have internal infections, abdominal pain, bloating, bowel and bladder pain/bleeding, "horrendous" voiding/motion difficulties and hospitalizations. It was noted that the "patient's body felt like it was trying to expel hot glass fragments" and that the patient's incontinence returned with nerve pain, dyspareunia, fatigue, an autoimmune response and "mesh rejection". If additional information is received, a follow up report will be sent.